Event description:
It was reported via repair work order that the side rail was stuck in the mid position due to lack of lubrication. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.